Manufacturer narrative:
Continuation of d10: concomitant medical devices in use during the event include: product ID: d-evprop34; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evprop34; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter bioprosthetic valve, after confirming correct loading of the valve under fluoroscopic guidance, an infold of the valve frame was observed at 80% deployment. The valve was successfully recaptured and withdrawn from the patient. A new valve was used for the implant. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected data: a2 - corrected from blank to 81 a3b - corrected from blank male medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received during the valve implant, a procedural delay resulted from the valve infold. Per the physician, the patient presented with a calcified valve and raphe between the right coronary cusp (rcc) and left coronary cusp (lcc) which contributed to the infold.

Manufacturer narrative:
Updated data: b5 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.